Event description:
On (B)(4) 2013, the following information was reported to kci by the physician: at (B)(6), it was reported that v.a.c. Therapy was discontinued allegedly due the progression of the patient's necrosis. Dates not provided. Since the unit's type or serial number were not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged progression of necrosis is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.